Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The surgeon reported that the as he was undertaking a pelvis case, the stryker drill bit snapped at the cutting end, leaving a piece of the drill in the male patient's bone. The remaining piece was retrieved and discarded. The place where the bit stuck was particularly hard bone and the surgeon did not attempt to get the piece out. The piece is visible on the post-operative x-ray, note this x-ray was taken as a standard and not as a result of the reported event.